Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. No blank display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as replace battery alert. The customer¿s blood glucose level 78 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Display did not return after insulin pump restart. The customer was assisted with troubleshooting and the display did not return. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap is not loose, cracked or damaged and this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.